Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The pulse generator exhibited a diagnostics anomaly. No programming changes were performed, the physician elected to continue monitoring the patient. The patient was noted to be doing fine.